Event description:
A baxter representative reported to customer service a pump that failed for accuracy. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: device evaluated on site. The condition of failing for accuracy (under-infusion) was confirmed. Inspection of the device found that the cause of the accuracy failure was due to a faulty pump head module. The pump head module was replaced. The device was returned to the customer fully operational.